Event description:
It was reported that the patient presented for follow up with episodes of inappropriate automatic mode switch caused by far-field r wave over-sensing recorded on the implantable cardioverter defibrillator. Programming interventions were made. The patient was stable.